Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a no delivery alarm during a bolus. The customer stated that the no delivery alarms lasted for about two days. The customer's blood glucose was 575 mg/dl. The customer treated himself with 25 units of insulin via manual injection. Troubleshooting was done. Advised customer to change his infusion set. Customer stated that he wanted to replace his insulin pump. Advised that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip